Event description:
The customer reported that the system failed to displayed a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector and hv cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.